Event description:
Procedure: lap anterior resection. According to the reporter: the surgeon tried to staple and resect the rectum, after roticulating the reload. A loud sound was heard and the stapler could not fire. Staples fell into cavity. The surgeon tried 6 reloads and eventually converted to an open procedure. The procedure took an extra 4 hours more than usual to complete. The case was completed with another instrument.